Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, main drawer was failed and unable to open. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 04-nov-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 5 was detecting open due to a dropped magnet. A field service engineer (fse) replaced the inseparable latch to resolve and confirmed that the device functioning properly and tested in diagnostics to resolve the issue. The system functioned as intended after the field service engineer repaired the device.